Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call that customer received a motor error alarm. It was reported that with each motor error alarm, battery was changed and problem would be resolved. It was reported that motor error alarm was not resolved with this incident. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process, but would receive another motor error alarm. It was reported that customer was reviewing the sensor glucose graph during a bolus delivery which could cause false motor error alarms. Alarm history showed more than one motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump passed all operating currents tested with in the specification range, and passed the off no power test. No low battery alerts were noted. The pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.